Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
The affected device has been confirmed as non-abbvie. The previously reported event is no longer considered reportable to the FDA.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.